Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedances greater than 2000 ohms and intermittent capture. The lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.